Manufacturer narrative:
The sample was a venipuncture tube stored at room temperature. Qc was run before the event and recovered within specifications. A field service engineer (fse) was dispatched: the fse replaced multiple hardware components. The fse verified the instrument's operation. Although hardware may have contributed to this event, a clear root cause has not been contributed to this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high platelet (plt) result generated by the coulter act diff 2 analyzer. The erroneous result was reported out of the lab. The customer sent the specimen to a reference lab for re-run and result obtained was lower. A corrected report was submitted. There was no effect to the patient or user in connection with this event.